Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified first cylinder had a hole in the middle of the cylinder from sharp instrument. The second cylinder did not present any damage or abnormalities. The microscopic pump analysis identified there were not any damage or abnormalities found. The device was tested too. The leakage test for first cylinder informed it had a leak from sharp instrument in the middle of the cylinder. The second cylinder successfully passed leakage test. The pump was also tested, concluding that the pump passed leakage and functional tests. The sharp instrument damage found on the device was considered a secondary failure, so the allegation of foreign material present in device was unable to be confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during a procedure, the doctor observed a spot of blood on the inflatable penile prosthesis (ipp) and went to wash it off using irrigation, but the spot did not wash off. Due to this, it is possible the spot was under the first layer of the device, a small puncture may have happened. Due to this, the procedure was completed using atenacio device. There were no patient complications.

Event description:
It was reported that during a procedure, the doctor observed a spot of blood on the inflatable penile prosthesis (ipp) and went to wash it off using irrigation, but the spot did not wash off. Due to this, it is possible the spot was under the first layer of the device, a small puncture may have happened. Due to this, the procedure was completed using a tenacio device. There were no patient complications.